Event description:
Note: age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hydrothermablator procedure set during the heating phase of an hta procedure, the physician could not get a seal on the cervix, even with using the tenaculum stabilizer. There was a small fluid loss resulting in minimal burn to vaginal wall. It appeared that the patient's cavity was larger than normal. The unit generated an alarm and the doctor aborted the case before the heating phase was completed. A minimal burn the size of a nickel was seen on the left side of her vaginal wall. The patient was treated with silvadene cream, listed as "stable" and a full recovery was expected. The doctor stated that the patient is not a good candidate for this type of procedure.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.